Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-01931 pertains to the first flexiva 200 laser fiber and manufacturer report #3005099803-2015-01932 pertains to the second flexiva 200 laser fiber. It was reported to boston scientific corporation on (B)(6) 2015 that two flexiva 200 laser fibers were used during a flexible ureteroscopy procedure for a stone in middle calyx of the kidney performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier medilas h 20 with 8hz x 2200mj settings. According to the complainant, during the procedure, after 12 minutes of using the first flexiva laser fiber (MFR report #3005099803-2015-01931), the aiming beam disappeared and the laser fiber would not function. The connector overheated and the nurse was burned on the index finger while attempting to remove the connector. A second flexiva laser fiber (MFR report #3005099803-2015-01932) was used and the same issue occurred. Bandage and cream were applied to the burned site. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the laser fiber was broken in two pieces. The first piece was 87cm in length and included the sma connector. The fiber jacket at the broken end appeared torn/jagged. The second piece was 226cm in length and included the fiber tip. The fiber jacket appeared melted, with less than 1mm of glass exposed. The exposed glass tip measured 2.5mm and appeared used. Examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. A fiber that was broken within the connector would cause a deflection of laser energy that would likely result to the sma connector to overheat. Therefore, the condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-01931 pertains to the first flexiva 200 laser fiber and manufacturer report #3005099803-2015-01932 pertains to the second flexiva 200 laser fiber. It was reported to boston scientific corporation on (B)(6) 2015 that two flexiva 200 laser fibers were used during a flexible ureteroscopy procedure for a stone in middle calyx of the kidney performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier medilas h 20 with 8hz x 2200mj settings. According to the complainant, during the procedure, after 12 minutes of using the first flexiva laser fiber (MFR report #3005099803-2015-01931), the aiming beam disappeared and the laser fiber would not function. The connector overheated and the nurse was burned on the index finger while attempting to remove the connector. A second flexiva laser fiber (MFR report #3005099803-2015-01932) was used and the same issue occurred. Bandage and cream were applied to the burned site. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) fiber connector overheats. (B)(4) user burn. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.